Event description:
It was reported that there was not good telemetry. It was stated that it was probably due to an implantable neurostimulator (ins) depth issue. X-rays were taken and did not suggest that the ins was flipped. However, it was stated that the ins appeared to be tilted. A revision was scheduled for (B)(6)-2013.

Event description:
Additional information received reported that prior to the revision; the implantable neurostimulator (ins) was not palpable under or in direct area of the incision, the ins was palpable lateral from the incision, and no communication was possible with the patient or clinician programmers. During the procedure, unipolar electrocautery and a surgical clamp were used for removal. The ins was replaced and interrogation with the clinician programmer was successful after incision closure. It was stated that the clamp caused damage to the old ins during removal. Once removed, the old ins was interrogated and turned off. The patient was doing fine with new system and there was now a direct response with the ins.

Manufacturer narrative:
Analysis of the device, model # 3023, sn (B)(4), found no significant anomalies. The can was severely dented, but it did not affect the device function.

Manufacturer narrative:
Additional review showed the correct manufacturing site was site # 9614453, as the device serial number is now known. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.